Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 884 mg/dl. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. No information was provided regarding a specific release date from the hospital; however, customer indicated the issue was resolved and no permanent damage was sustained. The customer alleged the pump was not delivering insulin as intended; however this could not be confirmed as the customer declined troubleshooting with tandem technical support and declined to provide additional information. Reportedly, customer reverted to an alternate form of insulin therapy.